Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that when the manufacturer representative attempted to uncrated the navigation system, the camera cart would not power on. The internal connections was reseated in the camera cart and was the system was able to power on. No patient involved.